Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-52, lead. Product ID: 419388, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating pacing impedance that included high values. The lead was reinserted into the pin which fixed the issue. The lead remains in use. No patient complications have been reported as a result of this event.